Event description:
A patient expired while attempting manual defibrillation. The patient did not appear to react. The customer questioned the performance of the device because the patient's body did not move. The customer determined that the patient was asystolic during this event. There was no allegation that the device behavior impacted the patient outcome.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Follow-up and/or final report(s) will be submitted once the investigation is complete.

Event description:
The customer reported that the patient expired while attempting manual defibrillation. The users question performance of the device because the patient's body did not move. The device was in use on a patient, and the customer has reported that the patient died.